Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a complete lead was returned in two pieces. The visual inspection of the lead revealed clavicular crush damage to the polytetrafluoroethylene (ptfe) liner of the inner coil and ethylene tetrafluoroethylene (etfe) coating of one ring electrode cable at the middle region of the lead. Furthermore, there was external insulation abrasion due to friction with the device can. The cause of the reported events was isolated to clavicular crush.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise that resulted in oversensing and low pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.